Event description:
It was reported that during the implant of a transcatheter valve, upon deployment to the point of no recapture (ponr), frame under expansion was observed, and the valve was recaptured and withdrawn from the patient. A pre-implant balloon aortic valvuloplasty (bav) was performed using an 18 millimeter (mm) non-medtronic (z med) balloon. Subsequently, a new valve was used to complete the procedure. Per the physician, the valve leaflets being stiffer than expected contributed to the frame under expansion. No patient complications were reported as a result of this event.

Manufacturer narrative:
Select patient information cannot be included in regulatory report due to regional privacy regulations. Continuation of d10: product ID d-evolutfx-2329 (lot: 0012687648); product type: 0195-heart valves. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant of a transcatheter valve, upon deployment to the point of no recapture (ponr), frame under expansion was observed, and the valve was recaptured and withdrawn from the patient. A pre-implant balloon aortic valvuloplasty (bav) was performed using an 18 millimeter (mm) non-medtronic balloon. Subsequently, a new valve was used to complete the procedure. Per the physician, the valve leaflets being stiffer than expected contributed to the frame under expansion. No patient complications were reported as a result of this event. Additional information was received indicating that a permanent pacemaker was implanted due to a severe conduction disturbance on the same day as the procedure.

Manufacturer narrative:
Updated data: b2. B5. Added second paragraph. H1. H6. Additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.